Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that the sensor wire was missing after removing the sensor pod on (B)(6) 2015. Patient does not believe that the sensor wire is in the patient's skin. Sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.